Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment outside patient occurred. The target lesion was located in the right coronary artery. A 4.00mmx38mm promus premier¿ drug-eluting stent was introduced in the touhy but failed to advance. The device was removed and it was noted that the stent slid right off the balloon un-deployed. The procedure was completed with a different device. No patient complications were reported.